Event description:
The customer reported a failure to discharge with paddles. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse. The symptom was verified and localized to a failed paddle set. The paddle set was replaced. The device remains at the customer site.